Event description:
During a routine follow-up of the subject pacemaker, the reporter stated that the device was tested normally, except for a pop-up message that was displayed stating that the implant memories were not programmed. Diagnosis data and memory contents were empty and could not be displayed. Several attempts to re-program the implant memories failed, triggering the same pop-up message (even after re-interrogation). Please explain why implant memories are not and cannot be programmed. Please provide a patient management recommendation for this device. The caller requested a preliminary response for the incident as soon as possible.

Event description:
During a routine follow-up of the subject pacemaker, the reporter stated that the device was tested normally, except for a pop-up message that was displayed stating that the implant memories were not programmed. Diagnosis data and memory contents were empty and could not be displayed. Several attempts to re-program the implant memories failed, triggering the same pop-up message (even after re-interrogation). Please explain why implant memories are not and cannot be programmed. Please provide a patient management recommendation for this device. The caller requested a preliminary response for the incident as soon as possible. Preliminary analysis of the log files revealed that the implant memories cannot be read because the end address of holter records is corrupted. Proper behaviour will be restored through a complete re-initialization of the pacemaker (hardware reset).

Event description:
During a routine follow-up of the subject pacemaker, the reporter stated that the device was tested normally, except for a pop-up message that was displayed stating that the implant memories were not programmed. Diagnosis data and memory contents were empty and could not be displayed. Several attempts to re-program the implant memories failed, triggering the same pop-up message (even after re-interrogation). Please explain why implant memories are not and cannot be programmed. Please provide a patient management recommendation for this device. The caller requested a preliminary response for the incident as soon as possible. Preliminary analysis of the log files revealed that the implant memories cannot be read because the end address of holter records is corrupted. Proper behaviour will be restored through a complete re-initialization of the pacemaker (hardware reset).

Event description:
During a routine follow-up of the subject pacemaker, the reporter stated that the device was tested normally, except for a pop-up message that was displayed stating that the implant memories were not programmed. Diagnosis data and memory contents were empty and could not be displayed. Several attempts to re-program the implant memories failed, triggering the same pop-up message (even after re-interrogation).please explain why implant memories are not and cannot be programmed. Please provide a patient management recommendation for this device. The caller requested a preliminary response for the incident as soon as possible.preliminary analysis of the log files revealed that the implant memories cannot be read because the end address of holter records is corrupted. Proper behaviour will be restored through a complete re-initialization of the pacemaker (hardware reset).